Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in austria reported via a fisher & paykel healthcare (f&p) field representative that four rt380 adult dual heated evaqua2 breathing circuit failed the leak test, and that there was a hole in the expiratory tube. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in austria reported via a fisher & paykel healthcare (f&p) field representative that four rt380 adult dual heated evaqua2 breathing circuits failed the leak test, and that there was a hole in the expiratory tube. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section b4: updated to reflect the date this report was written. Method: one of the four subject rt380 adult dual heated evaqua2 breathing circuits was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device observed that a section of the expiratory tubing had a clean cut, confirming the reported fault. The observed damage indicated that the subject tubing was cut by a sharp object. Conclusion: we are unable to determine the cause of the reported event. However, damage to the tubing may be due to being opened with a sharp object. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.